Event description:
Back in 2008, I had the essure coil put in my tubes to prevent pregnancy. Ever since then, my periods have been extremely heavy and the pain I go through each month is getting worse. I am (B)(6) and have had 3 children. I thought this product would be good but didn't realize the side effects. I spot 3-4 days before my period with mild aching pain, then when my period starts I have to wear super tampons and a pad and change it every 1 1/2 hrs. The pain can't be controlled. Now I will have to get a hysterectomy to have this removed and for the pain to stop. Before this my periods were normal and cramps were none to mild. Soon as I had this done, it has become worse every month and yr since then.